Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. It also cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with over 300 units of insulin, and the insulin gauge was lower than expected. Reportedly, the customer uses humalog insulin and the cartridge had been in use for 4 days. Subsequently, the customer's blood glucose (bg) level was 260 mg/dl. To address the bg level, the customer delivered a correction bolus. Reportedly, the customer performed a test bolus after disconnecting the tubing from the body, and did not observe insulin dripping out of the end of the tubing. During the system check, the customer noted discoloration in the infusion tubing. Tandem technical support informed the customer that this discoloration may be stress marks on the infusion tubing as the insulin observed exiting the tubing was clear in color. Subsequently, the customer observed insulin drops coming out of the tubing. Reportedly, the customer changed the supplies on the pump as well as the infusion site.